Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redp3234 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during continuous administration of medication, decrease of medication was slower than expected and the fluid was hard to infuse through the catheter. There was no reported patient injury.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the catheter was difficult to infuse was unconfirmed since the reported problem could not be replicated. One groshong 4fr single-lumen PICC was returned for investigation. The PICC was received with the connector assembled to the tubing. A functional test revealed that the lumen was patent to infusion and aspiration. No restriction in the flow was observed in the returned sample. It was unknown if the catheter was kinked during use. Since the reported issue could not be reproduced, the complaint was unconfirmed. A lot history review (lhr) of redp3234 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during continuous administration of medication, decrease of medication was slower than expected and the fluid was hard to infuse through the catheter. There was no reported patient injury.